Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported this fourth device malfunction in 2014. The ins or leads malfunctioned. The patient did not have the exact reason and stated the leads came out.

Event description:
It was reported that the patient had his implantable neurostimulator (ins) replaced on (B)(6) 2014 because it was ¿not working at all ,¿ and received a new rechargeable ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated back pain event captured in (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 239260001, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).